Event description:
I had a mammogram, results were read and I received a letter from the radiologist stating that I had a rupture in one of my dow corning silicone implants that was placed in 1984. I am worried about what will happen now with the leaking silicone. My medical insurance will not pay to have it removed and I can not afford the expense. Am I just going to die now? Don't know what to do now.